Manufacturer narrative:
Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. Device evaluated by mfg ¿updated. Summary attached - updated. Manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. During the visual inspection, the flowgate device was inspected, no cracks and/or damage was found on the hub, or with the flowgate shaft and the distal tip. The balloon was found conforming to its specifications. During functional testing, the balloon was inflated and deflated as intended with no signs of leakage. The balloon was left inflated for 30 minutes and it did not deflate itself. The balloon functioned as intended. Additional information provided by the customer indicated that the flowgate was confirmed to be in good condition after unpacking, the device was prepared as per the per device directions for use (dfu), air bubbles continued forming during aspiration. However; another flowgate was able to be prepped successfully using the same syringe and 2 way tap. Based on the performed device investigation, the reported event of balloon leak could not be confirmed. Therefore, an assignable cause of "no problem detected" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during preparation,the subject device balloon catheter was observed to be leaked. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported during preparation,the subject device balloon catheter was observed to be leaked. The physician replaced it with a new balloon catheter and completed the procedure without clinical consequences to the patient.